Event description:
It was reported to philips that the system was unable to perform exposure. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the patient was transferred to another room to continue and complete the procedure. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system failed to expose. The field service engineer (fse) visited onsite and upon functional testing, the fse found that there was a problem related to the generator, in the rotor controller. To resolve the issue, the fse replaced the rotor controller. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.